Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative of a laparoscopic bariatric bypass, there was bleeding on gastro-entero or entero-entero a nastomosis. It was reported that clinical intervention was needed to prevent a permanent impairment of a function.